Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection was performed and no defect was observed. A thread interface function test was conducted with a bd thread lock cannula and found no defect. In addition, a slit was presented at the center of the septum to allow injection to be performed. The swage height was measured and found to be within the specification limit. The reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A customer reported to baxter (B)(4) an interlink injection site in which a disconnection occurred. According to the report, the connection between the injection site and the threaded lock cannula became loose. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.